Event description:
It was reported that during the attempted implant, the physician positioned the lead in several different locations and could not get capture. The lead was removed and returned. A new lead was successfully implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. It was noted that there was blood/body fluid on the distal conductor (not obstructing) and in/on the helix mechanism.